Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1515306 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that on (B)(6) 2015 he received a reading of 123 mg/dl on his adc blood glucose meter that was higher than he felt. The customer further reported he was not feeling well, and his wife took him to a hospital emergency room. At the hospital, a reading of 50 mg/dl was reportedly obtained on an hcp meter, and the customer was treated with an unspecified "IV." The customer declined to provide any further information. There is no report of death or permanent injury associated with this event.